Event description:
It was reported that the left ventricular (lv) lead with this implantable cardioverter defibrillator (ICD) exhibited loss of capture. This lv lead remains in service. No adverse patient effects were reported.